Event description:
Caller reported an issue with incorrect time settings on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies greater than five minutes, which the caller acknowledged and understood.